Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
A 40cc iab was inserted into the pt for a CABG surgical procedure. On 5/16/97, blood traces were apparent within the inner lumen and the iab was immediately removed. A second iab was then inserted. (Multiple event to customer complaint) (event complications: unknown - reported 5/27/97.) (Pt's current status: unk - rpt'd 5/27/97.)